Event description:
It was reported the patient was hospitalized (B)(6) 2013, they were re-implanted on (B)(6) 2013 and discharged from the hospital on (B)(6) 2014. It was unknown if any testing or troubleshooting had been done. It was unknown if there were any patient symptoms or complications. It was noted there was a product issue and that the issue had resolved. No further information was available on the event. Further follow-up is being conducted for additional information on reason for hospitalization and replacement and patient outcome. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3587a, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was hospitalized for a scar infection. The device was explanted in (B)(6) 2013 and was replaced in (B)(6) 2013. The patient outcome was considered good and the patient had efficient stimulation.